Manufacturer narrative:
Reported event: an event regarding patient discomfort involving an unknown poly liner was reported. The event was confirmed based on the medical records provided. Method & results: product evaluation and results: not performed as no product was returned for evaluation. The device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant stated the following: review of these records confirms a revision of the patients left tha occurred in 2008 for iliopsoas tendinitis following a motor vehicle accident. No loosening or mechanical complication related to the implants was identified. Review of these records also confirm a revision of the patients right tha occurred in 2018. Reportedly the reason for this revision was squeaking grinding and a sense of instability of the tha. Notes of the surgeons x-ray review show no evidence of loosening, lysis or mechanical complication. The root cause of these complaints and revision tha cannot be determined as insufficient information was available. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the event regarding patient discomfort that was reported in 2014 was confirmed based on medical records that were provided. The cause of the event could not be determined because insufficient information was provided. Further information such as device ID, operative reports, dated pre and post op x-rays/imaging from the index and revision surgeries and examination of the explanted components are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: accolade stem implanted 2003; cat# unk_shc; lot# unknown; delta 40mm +4 head implanted 2008; cat# unk_shc; lot# unknown; universal adaptor sleeve for v-40 taper implanted 2008; cat# unk_jr; lot# unknown; tritanium 62mm hemispherical solid-back shell implanted 2008; cat# unk_shc; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pi is for post-implant discomfort of patient's left hip. In reporting a revision of patient's right hip in (B)(6) 2018, rep supplied a 2008 operative report outlining a revision of patient's left hip, as well as an exam note in 2014 which states: "...presents with concerns regarding discomfort in the lateral aspect of his left hip incision towards his [native] knee...the left hip joint itself is good...he has developed a quarter-sized area of specific tenderness at the end of the incision, which increases in intensity with pressure, such as if he lies on it...stairs also aggravate that region...he thinks it starts in the hip region...it has been going on about 2 years". No treatment of this discomfort is reported in the documentation provided by the rep. Implants in the patient at this time were a stem (primary, implanted 2003), head, sleeve, poly liner, and shell (implanted 2008). Rep reported that x-rays, medical records, and additional information beyond that which he provided are not available due to hospital policy.